Event description:
Customer reported pt went into cardiac arrest and unit did not alarm. Pt subsequently died. Customer stated the patient death is not related to a malfunction of the equipment. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed.